Event description:
Note: this report pertains to one of twenty devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-03382, 3005099803-2013-03383, 3005099803-2013-03384, 3005099803-2013-03385, 3005099803-2013-03386, 3005099803-2013-03387, 3005099803-2013-03388, 3005099803-2013-03397, 3005099803-2013-03398, 3005099803-2013-03399, 3005099803-2013-03400, 3005099803-2013-03401, 3005099803-2013-03402, 3005099803-2013-03404, 3005099803-2013-03405, 3005099803-2013-03406, 3005099803-2013-03407, 3005099803-2013-03408, 3005099803-2013-03409 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was use during a procedure. The procedure name and date of the event were unavailable per the complainant. According to the complainant, during the procedure outside the patient, the clip was able to open and close but would not reopen and would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being ok.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.